Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised after patient fell while getting off his bike and shattered the femoral head. Surgeon removed the head and liner, visually inspected and irrigated the patient to ensure all pieces were removed. Patient was revised to another ceramic head with sleeve and a poly insert.

Manufacturer narrative:
Lot#: three sub-lots were identified for this device, which include 41816601, 41816602, 41816603. An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed after visual inspection of the returned device. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 17 october, 2018. This inspection indicated: the head had fractured, with 13 fragments of the head being returned. The fragments were arbitrarily labeled for the purposes of this report. Metal transfer markings were observed on the head fragments, consistent with contact against a stem and explantation process. Edge chipping was also observed on the fragments, obscuring regions of the fracture surfaces. A circumferential metal transfer ring was not observed on the taper of the head. A circumferential metal transfer ring indicates proper seating between the stem trunnion and head taper. Fracture morphologies including hertzian cone cracks and hackles, were observed on the head. These morphologies indicate the head fractured due to an overload condition. Additionally, these fragments generally fractured longitudinally through the taper region of the head. This type of longitudinal fracture pattern is consistent with overload hoop stresses caused by the wedge effect of the stem trunnion. Material analysis of the returned device noted the following: the head was returned fractured in 13 fragments. The fracture morphologies observed on the head were consistent with an overload condition induced by hoop stresses. Edge chipping and metal transfer markings were observed on the head, obscuring regions of the fracture surface. A continuous metal transfer ring was not observed on the proximal end of the taper. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: the review by a clinician of the x-ray print outs and color photographs of the ceramic pieces noted the following: in 2013 a primary right total hip arthroplasty was performed utilizing a 28/0 biolox head. An operative report, date of the surgery and list of the implants is not available. On (B)(6) 2018, a revision of the right total hip arthroplasty for fracture of the ceramic head was performed. No operative report is available. The event description states, ¿right hip was revised after patient fell while getting off his bike and shattered the femoral head. Surgeon removed the head and liner, visually inspected and irrigated. To ensure all pieces were removed. Revised to another ceramic head with sleeve and a poly insert¿. An x-ray printout labeled off the film ¿8/27 x ray after falling off bike¿ is an ap of the pelvis demonstrating an uncemented right total hip arthroplasty in which the distal stem is not visualized. Two screws are noted in the acetabulum and the stem trunnion is eccentric in a subluxated head consistent with a head fracture. There are color photos of eleven blood stained ceramic pieces labeled ¿28/+0 ceramic head pieces explanted from patient 8/28¿. A material analysis report dated october 17, 2018 of a 28/+0 biolox ceramic head includes six photographs, two of which demonstrate thirteen fragments of the explanted ceramic head and two are close-ups of each of two fracture surfaces of the two larger fragments. The conclusions of this report are: (1) fracture morphologies were consistent with an overload condition induced by hoop stresses; (2) edge chipping and metal transfer markings obscured regions of the fracture surface; (3) a continuous metal transfer ring was not observed on the proximal end of the taper, which suggests proper seating of the trunnion may not have occurred; and (4) no manufacturing or material discrepancies were observed. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lots referenced. Conclusions: the medical review concluded the following: no clinical or past medical history, no operative reports, and no serial x-rays are available for review. Based upon the minimal information and material analysis report, no evidence of material or manufacturing discrepancies are shown to have contributed to this clinical event. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or past medical history, operative reports, and serial x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised after patient fell while getting off his bike and shattered the femoral head. Surgeon removed the head and liner, visually inspected and irrigated the patient to ensure all pieces were removed. Patient was revised to another ceramic head with sleeve and a poly insert.